Event description:
Davinci xi large clip applier broken from pan [redacted] davinci xi bariatric pan 4. Multiple clips fell off when trying to apply during surgery. The jaws were not able to move freely. When the instrument was removed from the field it was found that the wires that help the tips move seemed to be out of place.